Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 594-595 mg/dl and a 2.3 mmol/l ketone level resulting in a hospitalization on (B)(6) 2021. Prior to the hospitalization, the customer performed multiple infusion set site changes, delivered multiple correction boluses, and corrections via novorapid pens. While at the hospital, the customer's temporary basal rate was increased up to 200%, injections of novorapid insulin were administered and blood test were performed. A system check was performed and only small air bubbles were found; no additional issues were observed. No alerts or alarms occurred on the event date that could have caused the adverse event. A release date had not been provided by the customer, but at the time of the report, the customer had not sustained any permanent damage.